Event description:
Weck disposable 6" extended 3/4" blade electrode was used by surgeon. Upon inspection by surgical tech, a portion of the bovie tip was not intact. Bovie tip was replaced and used without further incident. Both the broken bovie and the replacement bovie were retained for inspection. No harm came to the patient. Images of the broken device were obtained and the device will be returned to the manufacturer for failure analysis. Manufacturer response for electrosurgical, cutting coagulation accessories, weck (per site reporter). The device will be returned for failure analysis. Any further updates from the manufacturer will be shared.